Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the implantable cardiac monitor exhibited undersensing. Programming changes were attempted but unsuccessful. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported complaint of undersensing was confirmed. Based on the information provided, it was determined that the undersensing of pvcs was due to r-wave and pvc amplitude variations in combination with the programmed ventricular sensing parameters. The device was performing as programmed.